Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardiovert defibrillator (s-ICD) and associated electrode presented for a routine device follow-up. A review of device data showed poor sensing due to very small r-waves in all vectors. Noise was produced when the patient lifted his left arm. An x-ray was performed to verify system positioning, and the electrode was found to be dislodged. It was noted that at the implant procedure, the device had selected the alternate vector, but p-waves were being oversensed. Therefore, the primary vector was manually selected; this resulted in a warning message indicating the amplitude of the r-waves was very low. However, in that vector, no p-waves or t-waves were sensed and defibrillation threshold (dft) testing was successful, so the device remained programmed to primary. A boston scientific technical services (ts) consultant reviewed the available device data and noted the device had delivered an inappropriate shock five days before the patient presented for a follow-up, due to oversensing p-waves. Two days after the device follow-up, the electrode was repositioned. Ts reviewed the device data again and did not observe an improvement in sensing r-waves after the revision, the r-waves were still too small in all vectors. The physician was reluctant to perform another revision, and planned to perform additional exercise and positional testing to determine the best sensing vector. The device and electrode remain in service. No additional adverse patient effects were reported.